Manufacturer narrative:
A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient explained that after two days post catheterization, a pop was felt when she bent over in the shower. A little bit a blood was expelled from the subcutaneous space in the groin. There was no additional bleeding. Hemostasis was achieved in the acute setting of the cath lab and during recovery. The patient was in stable condition. The procedure outcome was satisfactory. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for post operative bleeding. The exact root cause was unable to be determined. The likely cause was determined to have been over-tightening of the suture resulting in a closure complication. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).